Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. The reported event of power cable disconnect and low voltage hazard alarms was confirmed. The evaluation of the returned system controller serial number (B)(4) revealed a compromised/broken wire in the white power cable at the end of the power connector strain relief. The open wire, which represents the relative state-of-charge (rsoc) line, was intermittently contacting the mpu patient cable grounded shield and as a result, the system controller was activating power cable disconnect and low battery hazard alarms while connected to a mpu and only a power cable disconnect alarm while connected to 14v batteries. The root cause of the inner conductor breakdown appeared to be related to wear and tear due to repetitive power cables flexing during use. The data log file was successfully retrieved from the returned system controller and contained events recorded on january 11, 2020 from 10:32 to 11:05. The recorded information revealed intermittent power cable disconnect alarms associated with the white power cable when connected to 14v batteries. The system controller was disconnected from 14v batteries and connected to a mpu and the intermittent power cable disconnect alarms continued. The last entries captured in the log file revealed that in addition to the power cable disconnect alarm the system controller activated a low voltage hazard alarm. The main power and the pump support were not affected and the system continued to operate at the set speed until 11:01 when the controller was exchanged. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient observed alarms stating ¿connect power¿ and ¿low voltage¿. Troubleshooting did not solve the issues and a hazard alarm with continuous audible tone sounded, telling the patient to connect power and counting down. He performed a controller exchange. The system controller was returned and the manufacturer's investigation found conductor breakdown.